Manufacturer narrative:
Pump passed the self-test and rewind test. Pump was failed on the prime/seating test due to broken motor slide tip. Unable to perform the basic occlusion test, occlusion test, force sensor test and displacement test due to unable to prime. Pump was cut open to perform visual inspection and found broken motor slide tip. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken motor slide tip. Prime/fill anomaly was confirmed due to broken motor slide tip. Rewind anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the piston on the pump was not working, and the customer did process the priming multiple times and was still getting the same result. Tcustomer was treated for hypoglycemia by discontinuing the use of the insulin delivery system and through carbohydrate intake. The event involved product(s) mmt-1884l, mmt-332a, and mmt-243a. Troubleshooting could not be performed as the customer declined. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-243a.